Manufacturer narrative:
The biomedical engineer (bme) reported that they see a black tile on the central nurse's station (cns) for ed 123. When they click on >>, 6 boxes show up, but they all display blank. Nihon kohden technical support (tech support) had them click >> for another tile with good waveforms, 6 boxes show up, and they can see text such as admit/discharge, etc. Ed 123 shows in monitored bed settings and host table. Tesh support had them stop monitoring and start monitoring ed 123, but issue persists. They can see waveforms on the split screen on the left when he is in monitored bed settings. When they go to all beds screen, black tile with just the bed name. While troubleshooting rebooting and starting the cns to resolve this issue, it started to boot loop. Tech support had them manually load the cns application. The cns application loads into all beds, but issue persists. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that they see a black tile on the central nurse's station (cns) for ed 123. When they click on >>, 6 boxes show up, but they all display blank. Nihon kohden technical support (tech support) had them click >> for another tile with good waveforms, 6 boxes show up, and they can see text such as admit/discharge, etc. Ed 123 shows in monitored bed settings and host table. Tesh support had them stop monitoring and start monitoring ed 123, but issue persists. They can see waveforms on the split screen on the left when he is in monitored bed settings. When they go to all beds screen, black tile with just the bed name. While troubleshooting rebooting and starting the cns to resolve this issue, it started to boot loop. Tech support had them manually load the cns application. The cns application loads into all beds, but issue persists. No patient harm was reported.